Event description:
According to the reporter, occurred during a colectomy end to end anastomosis procedure. Connected the reload to the reusable stapling handle. The surgeon tired to fire the device, however, could not. Then returned the firing knob to the initial position. Tried to remove the reload from the reusable stapling handle, however, felt resistance for removing more than usual and stopped using the device. Replaced by another reusable stapling handle and connected to the original reload. Before firing, tried to remove the reload from the reusable stapling handle, however, felt resistance for removing more than usual and stopped using the device. Replaced by a manual stapling handle and reload and the procedure was completed with no problem. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.